Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. No motor error alarm noted. Device was unable to prime during prime/a33 test due to faulty force sensor resistor. The occlusion test and excessive no delivery tests could not be performed due to prime/fill anomaly. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error three times in 12 hours during basal. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.